Manufacturer narrative:
Because no devices were returned for investigation a confirmation of the reported event was not applicable. (B)(4). Consequently the reported event indicates an off-label use while using components of not compatible systems. Therefore the root cause for the reported event can be attributed to a user related issue. Indications for any manufacturing, systematic or design related problems were not determined in the statistical evaluation. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend.

Event description:
It was reported that screwdriver blades did not pick up the screws. They were very inconsistent, some don't pick up the screws, some do not hold the screws, and screw falls off.

Event description:
It was reported that screwdriver blades did not pick up the screws. They were very inconsistent, some don't pick up the screws, some do not hold the screws, and screw falls off.

Manufacturer narrative:
Investigation in progress but not yet complete.